Event description:
Ethicon echelon pse45a powered stapler opened, tested and loaded with a white staple load. Surgeon utilized the stapler in the regular fashion without issue. Second reload was placed and handed to surgeon. Trigger fired. Stapler stopped 2/3 of the complete staple fire. Manuel override initiated to pull knife back and release staple lock. Stapler removed from service. There was no harm to the patient and a slight delay in care. Reported to the MFR and the ID number is: (B)(4).